Manufacturer narrative:
Event summary: as reported, during a ureteroscopy with laser lithotripsy and ureteral stent placement, a black silicone filiform double pigtail ureteral stent did not slide easily over another manufacturer's guide wire. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as an inspection of unused product, visual inspection and functional test of the devices were conducted. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The available evidence suggests that the device was manufactured to specification. Two unopened black silicone filiform double pigtail ureteral stents from the same lot were returned to cook for evaluation. No damage was noticed on the packaging. Both devices were opened and wired with a 0.038¿ wire guide with no issues. A document-based investigation evaluation was performed. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A review of complaint history records identified one other related complaint from the same customer associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Cook concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU does not provide the user with information related to reported failure mode. This device does not include a wire guide. The cook medical wire guide the customer wanted to use was not available for shipment, so the customer used another manufacturer's wire guide. It¿s cooks assumption that the ease of which the stent slid along the wire guide can be attributed to differences between the cook wire guide and the other manufacturer's wire guide. Cook has concluded that the cause of the complaint can be attributed to customer dissatisfaction. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a ureteroscopy with laser lithotripsy and ureteral stent placement, a black silicone filiform double pigtail ureteral stent did not slide easily over another manufacturer's guide wire. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided.

Manufacturer narrative:
Initial reporter occupation: purchasing. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.